Manufacturer narrative:
Subsequently, a boston scientific field representative reported that the inappropriate shock was believed to be from diaphragmatic oversensing, and another manufacturer's right ventricular rate/sense lead was implanted on the patient's septum during device changeout. The defibrillation portion of this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant (ts) discussed that follow up with a health care provider is recommended if a patient receives shock therapy. Device data provided for four longevity estimate requests over a two-year period for the crt-d showed no lead measurement anomalies. This report will be updated if additional information is received.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
A boston scientific field representative subsequently reported there were no lead anomalies noted during a subsequent device interrogation, other than the patient did not have a left ventricular (lv) lead implanted for use with this cardiac resynchronization therapy defibrillator (crt-d).

Event description:
Boston scientific received information that the patient's spouse alleged this lead was possibly fractured and had contributed to inappropriate shocks delivered to the patient. The spouse reported that about 2.5 years previous, the patient's physician had reprogrammed the associated cardiac resynchronization therapy defibrillator (crt-d) and lowered the rate for delivery of tachycardia therapy; the rate subsequently had to be increased due to inappropriate shocks. There apparently were no subsequent episodes with shock therapy delivered.